Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. During procedure, it was found via fluoroscopy imaging that the right ventricular (rv) leadless pacemaker (lp) exhibited micro-dislodgement after fixation. Repositioning was attempted, but it was noted that its helix was stretched. The rvlp was not implanted, and an alternate near at hand was implanted instead. Patient condition was stable throughout.